Manufacturer narrative:
(B)(4). Medical product : vanguard femur catalog 183034 lot unknown, vanguard tibial bearing catalog 183562 lot unknown, biomet I-beam tibial tray catalog 141226 lot unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07356, 0001825034-2018-07080, 0001825034-2018-07357, 0001825034-2018-07358. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a bursal injection in the left knee ten years post total knee arthroplasty. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.